Event description:
The account alleged that the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician found no issue with the nurse call, the bed functioned as designed.